Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28jan2020.

Event description:
The customer reported a black screen. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and could not confirm the reported problem. The service technician identified a leak when the device was connected to the oxygen source. The service technician replaced the oxygen regulator and the leak was resolved.